Manufacturer narrative:
Follow up report 2 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. At this point, it can be concluded that unknown factors most probably contributed to the event. Conclusion code was updated to "cause not established" because the reason for the alleged observation(s) could not be determined. Product record reviews did not identify a product quality issue and analysis of available information did not identify a specific complaint cause.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly and a new rv lead was implanted. No additional adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead was attempted for implant but was ultimately surgically abandoned due to the lead helix appeared to be pre-extended prior to removal from the packaging, which caused the lead to become snagged during the implant attempt. The helix was exercised and a reattempt at implantation was performed; however, high impedance measurements were observed. Based on these findings, the physician decided to implant an alternate rv lead, which resulted in successful device function. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly and a new rv lead was implanted. No additional adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead was attempted for implant but was ultimately surgically abandoned due to the lead helix appeared to be pre-extended prior to removal from the packaging, which caused the lead to become snagged during the implant attempt. The helix was exercised and a reattempt at implantation was performed; however, high impedance measurements were observed. Based on these findings, the physician decided to implant an alternate rv lead, which resulted in successful device function. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly and a new rv lead was implanted. No additional adverse patient effects were reported.